Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using infusion set and cartridge longer than recommended. Clinical support informed customer that using infusion set and cartridge longer than recommended is off label per the tandem user guide. Customer changed infusion set to address the issue. Customer's blood glucose was 400 mg/dl.